Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported deflation. Device remains implanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; h6.

Event description:
Healthcare professional reported left side deflation and creases. Device has been explanted,

Event description:
Healthcare professional reported deflation. Healthcare professional later reported any creases associated with hole via rga; device has been explanted this is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed partial delamination in the valve assessed as adhesive failure. Crease/folding of implant: observed. No other observations observed, no further actions are required.